Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
It was reported that a third party patient data management system (pdms) was connected to the carescape b650 monitor. During normal use, the audible alarm sound stopped. After resetting the carescape b650 monitor, the audible alarm function was restored. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.